Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severly calcified left posterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilation and the balloon ruptured at 5 atmospheres on first inflation. The physician removed the balloon catheter intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4).. Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).